Manufacturer narrative:
Product analysis: the stent, the balloon and a small section of the distal shaft was returned for analysis; without the other parts of the delivery system. There is a clean cut on the distal shaft; indicating that the stent was intentionally cut off distal to the proximal marker band of the balloon. The distal tip was slightly flared; however this damage is consistent with the use of device in-vivo. The stent was positioned on the balloon between the marker bands as per specification requirements. The 17th distal segment of the device was deformed with raised struts. The distal shaft had been cut proximal to the balloon bond; the remainder of the catheter was not returned for evaluation.

Event description:
The physician intended to use a resolute onyx device to treat a lesion in the 2nd segment of the right coronary. The lesion was not particularly tortuous but it was very calcified with 80% stenosis. The device was removed from packaging and inspected per IFU with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered when advancing the device and excessive force was applied. It is reported that the stent deformed in a very calcified lesion. Procedure was not completed and that this same issue occurred with a non-medtronic stent. Patient is ok and there is no injury as a result of the issue. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.